Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. The report will be amended when our investigation is complete.

Event description:
It is reported that the device was implanted in 2008, and explanted six months later, due to the patient experiencing pain and clunking of the implant. Surgeon removed scar tissue and replaced articular surface with thicker component.